Manufacturer narrative:
The product unavailable for return so we are unable to investigate for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product was discarded; therefore, a product evaluation cannot be conducted.

Event description:
The user facility reported there was a loss of irrigation and the chamber collapsed during surgery resulting in a ruptured capsule. Additional information has been requested; however, there has been no response to date.